Manufacturer narrative:
The device was returned to the resmed for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported by resmed that an astral device displayed system fault (sf 195) and system fault (sf 218) error messages. There was no patient injury reported as a result of this incident.